Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that 8 months after dental implant was installed in intraoral region 5#, its non-osseointegration was observed. Moreover, 35 ncm of primary stability was achieved, the patient presented bone type iii, fenestration occurred during surgery and bone graft was executed. The dentist also reported that the implant was immediately installed in an alveolus with signs of injury/ infection.